Event description:
A customer reported that the fluid/gas exchange did not function and an "error occurred in the cpu" during the procedure. The procedure was completed with an alternate system with no impact to the pt.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The low pressure air source assembly and the lpas/illuminator controller assembly were replaced. The company representative also replaced the 3v accurus battery to address the cpu battery nonconformity. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).